Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found). The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The technical services representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.